Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1ven8); product type: 0200-lead; implant date (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the patient believed their leads had migrated and they needed to find a nearby hospital to go to. They were having very very strong 'tingling ' sensations going down both legs and in their pelvic area that were extremely painful. It felt like their battery pack had shifted some and was very painful to the touch and now right up pressing on the side of their spine. They stated that this was the 4th device they had had implanted due to the battery pack moving and their doctor wanted to put a newer smaller interstim in. They were in a lot of pain but didn't want to go to a hospital where the doctor's weren't familiar with the implant so they were trying to find one closer to their home.